Event description:
Information received from the field does not address the patient's clinical status but notes <200 ohms ventricular lead impedance and increased capture thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received